Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation (stent flare) was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly tortuous, mildly calcified, 80% stenosed anatomy causing the reported failure to advance. The device was removed, however; interaction with the guiding catheter during removal caused the reported difficulty to remove and subsequent material deformation (proximal stent flare). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric proximal and mid left anterior descending lesion that was 80% stenosed. Post dilatation, the 2.25x38mm rx xience sierra stent delivery system (sds) failed to cross due to the anatomy. During removal, resistance was met with an unspecified guiding catheter. Upon removal, it was noted that the proximal stent struts were flared. The lesion was dilated again and a new 2.25x33mm xience sierra stent was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.